Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, the pump exhibited error code on pump "no disposable" while pump running. It was reported that the pump "alarmed low volume when there was plenty left". No adverse effects were reported.

Manufacturer narrative:
Other, other text: h3: one cadd legacy plus pump was received in good condition with no damage to the housing. The event history log was reviewed and there was no record of a "no disposable alarm" on the date the event occurred. Delivery accuracy test, occlusion test and inspection of the downstream occlusion (dso) sensor were performed and the reported issue was unable to be duplicated. The cause of the issue was unable to be determined. The expulsor and dso will be replaced to resolve the issue. There was no fault found with the returned pump.